Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/14/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and eight photos. Visual observation of the catheter adapter assembly revealed that the outer thread at the end of the luer adapter was smashed and had scuff markings. A leak test was performed by connecting the catheter adapter to a threaded luer lock but it was noted that the connection was not secure due to the observed damage. Leakage was observed at the end of the adapter at the connection. The reported issue was confirmed and most likely due to misalignment during the manufacturing process. Damage to the threads can occur during the manufacturing process due to misalignment and can lead to connection issues. Alignment is performed as necessary during set up or production. Preventative maintenance is also performed at regular intervals to mitigate the risk of this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cracked and leaked during the flush. The following information was provided by the initial reporter: "when the catheter is inserted into patient and user screws on a hub or "extension" set, the catheter cracks and will leak at this union. The catheter has been tested with different items, such as hubs and extension sets but the issue persists. It looks like there is a secure connection, but when flushed, there will be leakage. This has been happening intermittently with the reported lot for the past month. One known date of event provided for yesterday."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cracked and leaked during the flush. The following information was provided by the initial reporter: "when the catheter is inserted into patient and user screws on a hub or exension set, the catheter cracks and will leak at this union. The catheter has been tested with different items, such as hubs and extension sets but the issue persists. It looks like there is a secure connection, but when flushed, there will be leakage. This has been happening intermittently with the reported lot for the past month. One known date of event provided for yesterday."